Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the device would not fire/staple. There was no pt consequence.

Manufacturer narrative:
Tracking# .46130. Ees# .976244/a. D5,6; h2,3,4,6; g4: added addition info. D6: corrected field to read na. Proximate I l s intraluminal stapler: based on the info received & the visual & functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was received in good condition. It was fully loaded with staples & the breakaway washer was uncut. The instrument was fired with the returned staples & breakaway washer & it fired & formed all the staples as designed with no difficulties noted. It could not be ascertained as to why the instrument reportedly would not fire or staple. It is possible that the safety was not disengaged prior to attempting to fire the device. However, this could not be ascertained. This inquiry was originally reported as an rpo (record purpose only).